Manufacturer narrative:
Section a2: patient age: corrected. Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect, low voltage, and no external power alarms was confirmed via the submitted log files. Data from the reported event date of (B)(6) 2024 in the submitted controller event log file was reviewed. On (B)(6) 2024 from 10:48:31 ¿ 11:03:03 and 13:45:36 while connected to batteries, the power cable disconnect and low voltage alarms intermittently activated due to an invalid relative state of charge (rsoc) fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. On (B)(6) 2024 from 13:59:58 ¿ 14:01:58 while connected to batteries and the power module, the power cable disconnect and low voltage alarms intermittently activated again due to fluctuating bus voltages on the black power cable. The no external power alarm also activated during this event due to the patient disconnecting the white power lead while there was an atypical disconnect on the black lead. The alarms were not associated with a power source exchange and cleared shortly after. The driveline was disconnected on (B)(6) 2024 at 15:07:46 for a controller exchange. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis and was exchanged. Additional information stated that the controller exchange resolved the alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the no external power alarm was due to the patient disconnecting one power cable while the other lead had an atypical disconnect. A root cause for the reported power cable disconnect and low voltage alarms cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3 & a4: date of birth and patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that early in the morning on (B)(6) 2024 the patient had an episode where they were confused and was detached from all power. Emergency medical technicians were called to their home and were able to attach the patient's device to batteries with the ventricular assist device (vad) coordinator's assistance. This particular system controller, when attached to batteries, would flash the yellow diamond and red battery indicators. This did not happen when the patient was using the mobile power unit. The controller was exchanged. The new controller resolved the flashing alarms. A review of the log files revealed several instances where the voltages were unstable. There were no external power events that were reported to be caused by the patient. Log files from the new controller were sent on review on (B)(6) 2024. A review of those log files revealed the voltages had returned to normal, stable ranges.